Manufacturer narrative:
As the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. (B)(4): no product was returned.

Manufacturer narrative:
The patient was not able to be reached to ask for the required information.

Event description:
On (B)(4) 2013, a company representative reported that the patient had to call 911 on (B)(6) 2013 because his infusion device delivered too much insulin. All attempts to contact the patient were unsuccessful. A letter was mailed to the patient requesting that the infusion device be returned for product evaluation.